Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device logs did not find evidence to support the reported event. The device's defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable was not returned as part of the investigation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while treating a patient (age & gender unknown), the multifunction cable on the device was not functioning. No further information was received. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.